Manufacturer narrative:
D6a: unknown date in 2021. D10: alteon cup, cluster-hole, 52mm, alteon neutral liner, biolox delta femoral head, 12/14 taper, 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left tha. Subsequently, the patient reported having anterior hip groin and thigh pain. The surgeon suspected stem subsidence. As a result, the patient received an esi 22 months after initial implantation. Severe lumbar stenosis was also noted by the surgeon at the 2 year follow-up. This event was reported to be resolved. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.